Event description:
A physician reported that an ophthalmic cutting knives were found to be dull during surgery. The surgery was completed with alternative knives on the same day. There was no patient harm. Details of surgery was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Six unopened 2.75mm ophthalmic slit knife, in sheathing, in blister were received for the report of slit knife was found dull. Samples were visually inspected per sampling plan and all 6 were found to be conforming. Functional penetration testing was performed and samples 1,3 and 6 were found to be conforming and samples 2,4 and 5 were found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Although the actual samples were not returned, the returned unopened samples 2,4 and 5 were found to be functionally nonconforming, therefore the dull blades were confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened sample 1,3 and 6 were found to be visually and functionally conforming, therefore dull blades as described in the complaint were not confirmed. The unopened sample 1,3 and 6 were found visually and functionally conforming; however because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).